Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer stated there was some moisture inside and may have been caused by too much exercise by the patient. Customer's blood glucose was 122.4 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.